Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15243210 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. The no other issues were noted that were considered potentially related to the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an aneurysm coil embolization the orbit mini complex fill became unraveled/stretched. When the physician tried to use trufill orbit coil, it was stretched in the y-connector. The physician prepped the coil correctly and inserted it in the y-connector, and then tried to push the coil but he felt something wrong. So he pulled out the coil and the coil was stretched. The stretched coil just stopped at the mc's hub. He removed the coil and then used other coils. An adequate continuous flush was maintained through the (mc) microcatheter at all times. No damages were noticed on the mc, delivery system or coil that may have contributed to the event. The coil didn't insert in the mc just stopped at the mc's hub. Other than the reported event, no other damages were noticed on the delivery systems or coil etc), and the coil did not detached. There were no reported injuries for the patient. A non-sterile trufill dcs orbit coil was received coiled inside of a plastic bag. Hypotube was inspected and kinks were noted on it. Support coil presented a kink and part of it was out of introducer which was partially unzipped. Gripper and embolic coil were inside of the introducer. Embolic coil was stretched from proximal side. No other damages were noted. Gripper and embolic coil were inspected under microscope and the gripper presented no damages while the embolic coil was totally stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15243210 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Reported failure by the customer as "coil stretched" was confirmed during the analysis. The damage on the embolic coil as well as the kinks appears to be caused during the handling of the unit when it was inserted and pullet out inside of the y connector, due to (B)(6) investigation the customer states that "were any damages noticed on the mc, delivery system or coil that may have contributed to the event" no. Neither the DHR review nor the analysis suggests that these damages could be related to the manufacturing process. Additionally inspections are in place (B)(6) that prevents these kinds of damages leaving from the facility. Procedural and handling factors appear to be contributed on the event reported; therefore no corrective actions will be taken at this time. The complaint of unraveled/stretched was confirmed on analysis; however, the root cause could not be definitively determined. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural and handling issues may have contributed to the confirmed failure.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
When the physician tried to use trufill orbit coil, it was stretched in the y-connector. The physician prepped the coil correctly and inserted it in the y-connector, and then tried to push the coil but he felt something wrong. So he pulled out the coil and the coil was stretched. The stretched coil just stopped at the mc's hub. He removed the coil and then used other coils. An adequate continuous flush was maintained through the (mc) microcatheter at all times. No damages were noticed on the mc, delivery system or coil that may have contributed to the event. The coil didn't insert in the mc just stopped at the mc's hub. Other than the reported event, no other damages were noticed (on the delivery systems or coil etc), and the coil did not detach.